Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6) health system. (B)(6) md. Radiology-CT abdomen/pelvis. Impression: abundant stool seen throughout colon. (B)(6) 2014: (B)(6) health system. (B)(6) rnp. Emergency department visit. Complaints of abscess. Noticed abdominal wall hernia tonight at belly button when taking shower. Has been constipated for past week. History of back surgery in (B)(6) 2013 ¿ entrance from abdominal wall. Laparoscopic cholecystectomy (B)(6) 2013. Discharged home: constipation, hernia. (B)(6) 2014: (B)(6) health system. (B)(6) md. Radiology-abdomen x-ray. History: constipation. Impression: no free air or evidence of bowel obstruction. Extensive colonic stool suggestive of constipation. (B)(6) 2014: (B)(6) md. Office notes. Admitted through emergency room because of nausea vomiting and abdominal pain. Blood work and ultrasound of abdomen showed biliary pancreatitis. Noticed small umbilical hernia after straining due to constipation. Denies pain at umbilical site. Umbilicus: incision healed completely. Small easily reducible umbilical incisional hernia. No tenderness. Treatment: advised to undergo hernia repair, also avoid straining. (B)(6) 2014: (B)(6) health system. (B)(6) md. Operative report. Preoperative diagnosis: umbilical incisional hernia. Postoperative diagnosis: umbilical incisional hernia. Operative procedure: repair of umbilical incisional hernia with mesh. Postoperative condition: stable. Complication: nil. Type of anesthesia: general anesthesia. Instruments, sponge count: okay. Implant used: mesh. Drain used: nil. Detail of the procedure: ¿the patient was placed supine on the table. General endotracheal anesthesia was given to the patient. A curved incision was made below the umbilicus. The skin of the umbilicus was dissected out from the fascia. The defect in the fascia was noted. The defect was opened and the peritoneal cavity was entered. A 3 cm circular ptfe prolene mesh was then inserted into the abdomen. The ptfe part of the mesh was facing the bowel and the prolene part was facing the fascia. Using a 0 prolene the defect in the fascia was closed with interrupted sutures. The mesh was also fixed to the fascia. The undersurface of the skin was then stitched to the fascia. The wound was closed in layers and skin was approximated with subcuticular monocryl. The patient tolerated the procedure well and remained stable during and after the procedure.¿ (B)(6) 2014: (B)(6) health system. (B)(6) md. Postop progress notes. Estimated blood loss: 1-2 cc. IV antibiotics: ancef 1 gm. Counts: ok. Drains: none: complications: none. Implants: none [discrepancy]. Specimens: none. (B)(6) 2014: (B)(6) health system. Implant record. Mesh ventralex hernia patch small. Body site: abdomen. (B)(6) 2014: (B)(6) . (B)(6) md. Office notes. Umbilical incisional hernia was repaired with mesh. No drainage or redness at incision site. Denied abdominal pain. Noticed recurrence at umbilical incisional hernia. Initially treated conservatively. Hernia did not go away. Here to discuss repair of current umbilical insertion [sic] hernia. Weight 147, bmi 26.04. Gastrointestinal: abdomen soft, nontender. Recurrent incisional umbilical hernia. Easily reducible. Treatment: scheduled to undergo repair of incisional umbilical hernia. (B)(6) 2014: (B)(6) health system. (B)(6) md. Operative report. Preoperative diagnosis: umbilical incisional hernia. Postoperative diagnosis: umbilical incisional hernia. Procedure: repair of umbilical incisional hernia with mesh. Anesthesia: general anesthesia. Postoperative condition: stable. Estimated blood loss: about 1 or 2 ml. Drains: nil. Specimens: nil. Complications: nil. Implant used: prolene mesh. Instrument and sponge count: okay. Description of procedure: ¿patient was placed supine on the table. General endotracheal anesthesia was given to the patient. The abdomen was prepped and draped under sterile condition. A curved infraumbilical 5 cm incision was made. The skin was dissected out. Defect in the fascia was noted. Several other defects were noted in the fascia close to the umbilicus. The fascia between the 2 defects was opened. At least a 5 cm defect in the fascia was created. The omentum was dissected out from the fascia. A 5 cm prolene mesh was then sutured to the fascia using continuous 0 prolene. The subcutaneous tissue was approximated using vicryl. Skin was closed with subcuticular monocryl. The patient tolerated the procedure well and remained stable during and after the procedure.¿ (B)(6) 2014: (B)(6) health system. (B)(6) md. Post-op progress notes. Estimated blood loss: 10-20 cc. IV antibiotics: ancef 1 gm. Counts: ok. Drains: none. Complications: none. Implants: prolene mesh. Specimens: none. (B)(6) 2016: (B)(6) medical center. (B)(6) md. Emergency department visit. Complaint: constipation. Discharged to home, constipation. (B)(6) 2016: (B)(6) health system. Dr. (B)(6). Radiology- abdomen x-ray. Indication: constipation for one week. Impression: moderate amount of stool present within proximal ascending colon and sigmoid colon could represent constipation. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6). (B)(6), [ni]. Radiology-CT abdomen/pelvis. Impression: renal cysts, hepatic cysts, constipation. On (B)(6) 2014: [missing records: operative report of hernia repair was not provided.] On (B)(6) 2014: (B)(6), md. Office notes. Dark stool for 1 month. Had hernia repair last march. Noticed dark stool since procedure. Meds: aspirin. Guiac x 3. On (B)(6) 2017 (B)(6), md. Office notes. Knot on belly button for few weeks, maybe hernia, not sure. Occasional constipation but resolves with stool softener. History: hysterectomy ¿ total 1981. Examination: weight 188 lbs, bmi 24.4. Abdomen small umbilical hernia ¿ firm hard and mildly tender, 1 cm nodule at 12:00 position. Impression and plan: constipation, umbilical hernia. Refer to surgeon (long) to evaluate hernia in june and consider scope. On (B)(6) 2017: (B)(6). (B)(6), md. History and physical. Umbilical hernia. [Illegible]. Occasional pain, 2 prior [illegible] repairs. [Illegible] mesh 2014. Medication: aspirin. Impression: recurrent ventral hernia x 2 [illegible]. Plan: prolene [illegible]. On (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: additional health effect- clinical code h6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient codes (1994, 3191: appropriate term/code not available for ¿protrusion of mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2011 through (B)(6), 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6), 2014 through (B)(6), 2016 were not provided. Patient information: medical history: ¿ chronic obstructive pulmonary disease ¿ liver cysts ¿ renal cysts ¿ umbilical hernia ¿ diabetes mellitus ¿ gastroesophageal reflux disease ¿ chronic constipation prior surgical procedures: ¿ 1981: hysterectomy ¿ 2013: back surgery, entrance through abdomen ¿ (B)(6) 2013: cholecystectomy ¿ (B)(6) 2014: umbilical hernia repair with mesh implant preoperative complaints: ¿ (B)(6) 2014: ¿umbilical incisional hernia was repaired with mesh. No drainage or redness at incision site. Denied abdominal pain. Noticed recurrence at umbilical incisional hernia. Initially treated conservatively. Hernia did not go away. Here to discuss repair of current umbilical insertion [sic] hernia.¿ implant procedure: repair of umbilical incisional hernia with mesh. [Implant: gore® dualmesh® plus biomaterial (10606206/1dlmcp03) 10cm x 15cm, 1mm thick.] Implant date: (B)(6), 2014 ¿ description of hernia being treated: ¿a curved infraumbilical 5 cm incision was made. The skin was dissected out. Defect in the fascia was noted. Several other defects were noted in the fascia close to the umbilicus. The fascia between the 2 defects was opened. At least a 5 cm defect in the fascia was created. The omentum was dissected out from the fascia.¿ ¿ implant size and fixation: ¿a 5 cm prolene mesh [medical records provide confirmation that gore® dualmesh® plus biomaterial was implanted] was then sutured to the fascia using continuous 0 prolene. The subcutaneous tissue was approximated using vicryl. Skin was closed with subcuticular monocryl.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2016: x-ray abdomen: ¿moderate amount of stool present within proximal ascending colon and sigmoid colon could represent constipation.¿ explant preoperative complaints: ¿ (B)(6) 2017: ¿knot on belly button for few weeks, maybe hernia, not sure. Occasional constipation but resolves with stool softener.¿ ¿ (B)(6) 2017: ¿umbilical hernia. [Illegible]. Occasional pain, 2 prior [illegible] repairs. [Illegible] mesh 2014.¿ explant procedure: repair of ventral hernia with prolene mesh. Omentopexy. Explant date: (B)(6), 2017 ¿ ¿there is a 1 cm defect superior and lateral to the piece of synthetic mesh placed prior. We excised the old mesh and placed [sic] this with a prolene mesh underlay in the standard manner with the standard u-shaped stitches and 4 guide stitches. Also, having now a 5 cm x 5 cm defect to fix, we also carried out omentopexy.¿ ¿ ¿an incision was made down from the umbilicus down onto the protrusion of the mesh, and then lengthened superiorly and inferiorly approximately 10 cm in either direction. Having this open, we went down to the base and found the protrusion and found the hernia superior and lateral to the upper-inch of the mesh with the mesh extruding through this. We then took down the prolene sutures, took down the mesh circumferentially with upward traction. We now had a 5 x 5 (or thereabouts) defect; it actually may have been 5 vertically by 6 transversely because of the new hernia. We trimmed off all of the omentum inside and then did an omentopexy from the 3 o¿clock to the 11 o¿clock position starting on the patient¿s left side and going in a clockwise manner, every stitch taking omentum up to the abdominal wall about 8 cm from the edge back inside and all the way around to the 11 o¿clock position. The u-shaped lembert sutures were then stopped at the 11 o¿clock position as there was no small bowel above and below this, and we encased this as expected and trimmed off a piece of 6 x 6 inch mesh, lying this underneath all of this and tacked it at the 12, 9, 6, and 3 o¿clock positions and then, using a suture, began sewing with the u-shape stitches at the fascial edge going down laterally, coming up near the edge and running this, tying this off at the 12 o¿clock, going to the 9 o¿clock, tying off the 9 o¿clock tie, then going to the 6 o¿clock position, tying this off, getting to the other side of the table and again, using a retractor to keep the omentum off of the back wall of the mesh, went from the 6 o¿clock to the 9o¿clock position and had no more room for an internal malleable retractor, and had to do this with upward traction. Had to relax the patient, but did complete the u-shaped stitches in a running manner form the 9 o¿clock to the 3 o¿clock position, tied these down, tacked the subcuticular opened areas where we had dissected out laterally to allow placement of the sutures with lembert sutures from scarpa¿s down and had some dimpling of the skin, but had to do this to get this area closed off and keep it from bleeding.¿ relevant medical information: ¿ (B)(6) 2017: discharge summary: ¿taken to surgery, had repair of this hernia with omentopexy and drainage of area. Postop, remarkable how long it took for bowel function to return. Wound looked good, some bruising. 4thpostop day had some emesis, now passing flatus. Postop day 6, discharged, wound with a little bruising. Will see in clinic in 1 week to take out staples.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use states, ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use also includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10606206. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 12/29/14 were not provided. 12/29/14: [missing records: operative report of hernia repair with mesh was not provided.] 12/29/14: wise regional health system. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 10606206. Exp: 06/2015. W.l. Gore & associates. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp03/10606206) was implanted during the procedure. Records between 12/29/14 and 06/08/17 were not provided. 06/08/17: wish health system. Thomas long, md. Operative report. Procedure: repair of ventral hernia with prolene mesh. Omentopexy. Indication: this patient had a ventral hernia repaired in the past, and now has a protrusion of her mesh and recurrent ventral hernia. Findings: ¿there is a 1 cm defect superior and lateral to the piece of synthetic mesh placed prior. We excised the old mesh and placed [sic] this with a prolene mesh underlay in the standard manner with the standard u-shaped stitches and 4 guide stitches. Also, having now a 5 cm x 5 cm defect to fix, we also carried out omentopexy.¿ procedure: ¿the patient was taken to surgery and after induction of a general endotracheal anesthetic, was prepped and draped in a standard manner. An incision was made down from the umbilicus down onto the protrusion of the mesh, and then lengthened superiorly and inferiorly approximately 10 cm in either direction. Having this open, we went down to the base and found the protrusion and found the hernia superior and lateral to the upper-inch of the mesh with the mesh extruding through this. We then took down the prolene sutures, took down the mesh circumferentially with upward traction. We now had a 5 x 5 (or thereabouts) defect; it actually may have been 5 vertically by 6 transversely because of the new hernia. We trimmed off all of the omentum inside and then did an omentopexy from the 3 o¿clock to the 11 o¿clock position starting on the patient¿s left side and going in a clockwise manner, every stitch taking omentum up to the abdominal wall about 8 cm from the edge back inside and all the way around to the 11 o¿clock position. The u-shaped lembert sutures were then stopped at the 11 o¿clock position as there was no small bowel above and below this, and we encased this as expected and trimmed off a piece of 6 x 6 inch mesh, lying this underneath all of this and tacked it at the 12, 9, 6, and 3 o¿clock positions and then, using a suture, began sewing with the u-shape stitches at the fascial edge going down laterally, coming up near the edge and running this, tying this off at the 12 o¿clock, going to the 9 o¿clock, tying off the 9 o¿clock tie, then going to the 6 o¿clock position, tying this off, getting to the other side of the table and again, using a retractor to keep the omentum off of the back wall of the mesh, went from the 6 o¿clock to the 9 o¿clock position and had no more room for an internal malleable retractor, and had to do this with upward traction. Had to relax the patient, but did complete the u-shaped stitches in a running manner form the 9 o¿clock to the 3 o¿clock position, tied these down, tacked the subcuticular opened areas where we had dissected out laterally to allow placement of the sutures with lembert sutures from scarpa¿s down and had some dimpling of the skin, but had to do this to get this area closed off and keep it from bleeding. Closed the midline with a stapler, and again probably could have taken out the umbilicus but did not discuss this with the patient prior, but it probably would have made this a little less of a lumpy closure. Awakened the patient and took her to recovery room in satisfactory condition.¿ 06/08/17: wise health system. Implant record. Prolene mesh size 6 x 8 (15 cm x 13 cm). Ethicon llc. 06/08/17: [missing records: pathology report for ¿excised the old mesh¿ was not provided.] 06/14/17: wise health system. Thomas long, md. Discharge summary. Date of admission: 06/12/17. Admission dx: recurrent umbilical hernia, now ventral hernia. Repairs of hernia with mesh 2014. A 360 repair as source of initial hernia. S/p hysterectomy. Procedures: repair of giant ventral hernia. Omentopexy. Hpi: increasingly painful mesh repair of an umbilical hernia 3 years ago. It was following a 360 repair spinal surgery. No evidence infection but is painful and wants to have it repaired. Abdomen: large supraumbilical defect approximately 8 cm x 8 cm. Hospital course: taken to surgery, had repair of this hernia with omentopexy and drainage of area. Postop, remarkable how long it took for bowel function to return. Wound looked good, some bruising. 4th postop day had some emesis, now passing flatus. Postop day 6, discharged, wound with a little bruising. Will see in clinic in 1 week to take out staples. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2014 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, protrusion of mesh, pain, additional surgery. Additional event specific information was not provided.